Event description:
Reference imp# (B)(4).

Manufacturer narrative:
(B)(4). Investigation methods, results and conclusions are not finalized at this stage. From the stellar user guide. Indication for use: the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric pts (30 lb/13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea. Contraindication: the stellar is contraindicated in pts who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator. As indicated by the reporter, the device was used for a ventilator-dependent pt while intended use is limited to non-dependent pts. There were two separate incidents that occurred with the same pt. The first incident occurred in (B)(6) 2013 which is reported in this medwatch. The second incident occurred in (B)(6) 2014 and was reported to the FDA in medwatch 3004604967-2014-00007.